Event description:
#Medwatcher #followup1 #FDA mw5062202 #(B)(4). Severe hip pain to the point I cannot stand straight for some time after being seated. The pain is directly to the sides of implant sites. Hysterectomy is scheduled for (B)(6) 2016.

Event description:
(B)(4). Began having severe pain in lower back and hip / pelvic area. Sought out chiropractic care, massage, ice packs, heat pads, ibuprofen, muscle relaxers. It wasn't until (B)(6) 2016 when I realized this pain was originating in my essure implant site which is now swollen and my belly is swollen. I will need a hysterectomy this summer to remove.